Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer uses the same cartridge for over 2 days with humalog insulin, tandem technical support educated the customer this is considered off label use per the tandem user guide. The customer went to the emergency room with a blood glucose level of 200 with high ketones that were not identified as life threatening. The customer was treated intravenously with fluids of insulin and saline. The customer was released on 10/23/24 with issue resolved and no permanent damage.